Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) exploded during use. Hemostasis was achieved using manual compression. No injury was reported to the patient. Additional information was requested but not provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock open. The syringe, sealant and advancer tube were not returned with the device. The procedure sheath was returned with the device and was on the outer cartridge tubing. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 4 mm from the balloon proximal neck was revealed. A product history record (phr) review of lot f2121101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 4 mm from the balloon proximal neck. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx grip vascular closure device (vcd) exploded during use. Hemostasis was achieved using manual compression. No injury was reported to the patient. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2121101 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.